Event description:
When attempting to angioplasty the right lower leg with a 2.0 x 15 mm abbott mini trek, the physician noticed that blood was returning back into the indeflator, indicating a ruptured balloon. As the physician pulled the balloon/shaft out of the patient, it was noticed that the soft portion of the balloon shaft broke off inside of the sheath. The balloon was retrieved with a ballon trap mechanism.